Event description:
In 2003, a customer contacted beckman coulter regarding a failed system check that had occurred on a access 2 instrument. System check failure occurred this past weekend. Service was dispatched at this time. The customer continued to run and report results prior to service visit. The customer indicated that an erroneous accu tni result was generated by the access 2 instrument and the erroneous result was reported out of the lab. The initial accu tni result was reported out as 8 ng/ml. The corrected accu tni result was 0.39 ng/ml. There has been no change to pt treatment that can be attributed to this event.